Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensed noisy signals. Technical services (ts) reviewed the device data and noted that the oversensing resulted in inappropriate atrial tachy response (atr) mode switches and a signal artifact monitor (sam) episode. Ts recommended to evaluate the ra lead during the next in-clinic visit. No adverse patient effects were reported. This ra lead remains in service.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensed noisy signals. Technical services (ts) reviewed the device data and noted that the oversensing resulted in inappropriate atrial tachy response (atr) mode switches and a signal artifact monitor (sam) episode. Ts recommended to evaluate the ra lead during the next in-clinic visit. No adverse patient effects were reported. This ra lead remains in service. At a later date, this ra lead was received for analysis, indicating it has been explanted but no information regarding the explant procedure has been received at this time. No further information is available from the field. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.